Manufacturer narrative:
It was reported that the patient experienced infection and necrosis of skin at implant site, the patient was treated with oral and IV antibiotics however the issue could not be resolved; subsequently the device was explanted (date not reported). This report is submitted on 28 september 2020.

Manufacturer narrative:
This report is submitted on 26 oct 2020.

Manufacturer narrative:
This report is submitted on may 20, 2019.

Event description:
Per the clinic, the magnet was explanted on an unknown date for an unknown reason. The same magnet was sterilised at the hospital and reimplanted..